Event description:
A report was received that a patient was unable to charge his ipg. The physician's assessment was that the ipg was not holding a charge. The ipg was replaced, and the patient is reportedly doing well.